Event description:
It was reported that this lead exhibited oversensing of noise. Boston scientific technical services (ts) was consulted, and a lead fracture was discussed. Further testing was recommended. Further information was received that the physician declined the chest x ray. The patient is awaiting a revision date. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this lead exhibited oversensing of noise. Boston scientific technical services (ts) was consulted, and a lead fracture was discussed. Further testing was recommended. Further information was received that the physician declined the chest x ray. The patient is awaiting a revision date. No adverse patient effects were reported. At this time, this lead remains in service. Further information was received that high capture thresholds were also observed. A revision procedure was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was retained by the explanting hospital.

Event description:
It was reported that this lead exhibited oversensing of noise. Boston scientific technical services (ts) was consulted, and a lead fracture was discussed. Further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.